Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 425 mg/dl at the time. The customer reported that the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.